Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2008 including an ipg and percutaneous lead. It was reported that her ipg was electively removed on (B)(6) 2011. The device was the only component of her scs system that remained implanted. Her lead was removed on (B)(6) 2010. See MFR. Report# 1627487-2010-03332. The explanted device will be returned to the manufacturer for analysis.